Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed, the circuit board had corrosion which caused the b30 error and no image was displayed. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear and mechanical problems such as leakage or seal deformation, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was no longer possible to obtain images as an ¿error¿ was displayed on the screen, and the endoscope was no longer recognized by the tower. There were no reports of patient harm.